Event description:
It was reported that the patient is currently suffering pain in her hip and she has had to take painkillers regularly in the past number of weeks. Her hip was replaced in (B)(6) 2012 and was implanted with an accolade stem. The procedure was performed at (B)(6). At this stage, the patient has not approached the surgeon or any other orthopaedic consultant about remedial action such as revision. It was noted that there were a number of complications during the procedure at the time which included damage to the femoral artery and significant blood loss and a fracture of the femur during preparation.

Manufacturer narrative:
An event regarding periprosthetic fracture involving an accolade stem was reported. The event was not confirmed. Method & results: -device evaluation and results: the device was not returned for evaluation. -medical records received and evaluation: received records were reviewed by a consulting clinician and concluded that clinician review: a review of the provided medical records and/or x-rays by a clinical consultant indicated: there is no operative report and no confirmation of the complaints noted in the event description other than the evidence of a small displaced fracture of the greater trochanteric tip is available. No documentation of the post-operative pain or the intraoperative vascular injury is available. There is no evidence that this patient developed any clinical problems related to factors of faulty component design, manufacturing or materials. -device history review: the reported device was manufactured and accepted into final stock. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. There no documentation of the post-operative pain or the intraoperative vascular injury is available. There is no evidence that this patient developed any clinical problems related to factors of faulty component design, manufacturing or materials. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices or additional information become available, this investigation will be reopened.

Event description:
It was reported that the patient is currently suffering pain in her hip and she has had to take painkillers regularly in the past number of weeks. Her hip was replaced in (B)(6) 2012 and was implanted with an accolade stem. The procedure was performed at (B)(6). At this stage, the patient has not approached the surgeon or any other orthopaedic consultant about remedial action such as revision. It was noted that there were a number of complications during the procedure at the time which included damage to the femoral artery and significant blood loss and a fracture of the femur during preparation.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported to be an unknown accolade stem. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.